Event description:
It was reported that during a trial wherein patient was implanted with 3189 leads, during the procedure it was discovered the leads only had 4 contacts. Device packages were received containing the incorrect product. Patient did not experience any adverse consequences.